Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device only worked intermittently even after the battery device was changed. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device first initiated and then seized, would not oscillate, the device showed signs of immersion, there was an unknown liquid on the internal sub-assembly¿s components, the coupling head label was worn, there was unknown debris on the motor front end shaft, the device was hard to rotate and the ball bearings were corroded. The device also failed pretest for check the off/oscillation/on switch mode function, check switching function and check the triggers and electric control unit (ecu) function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and improper cleaning which is improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.